Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 and 4.2 was not detected on the bus. A field service engineer (fse) reseated all cables and wires, inspected the retractor band and pyxibus cable, and rebooted the device. Initial testing in the hardware test application (hta) was successful; however, drawers 2.1 and 2.2 on auxiliary 1 were not detected on the bus, requiring another reseating of cables and then tested functionality of the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers/pockets were not detected on bus on s52 pod 2 pyxis.a the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.